Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received from medtronic indicates that, customer experience low blood glucose. The blood glucose value at the time of the incident is 15mg/dl. Blood glucose current value is 339mg/dl. The customer reported mental confusion, fidgety due to low blood glucose. Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event.  The insulin pump was not on auto mode at the time of the incident. No further patient complications were reported. The customer had discontinued the use the device. The product will be returned for failure analysis.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services and hospitalized due to low blood glucose event on (B)(6) 2022. Customer's blood glucose value at the time of hospitalization was 15 mg/dl. Customer was treated with food, glucose, carb intake. Customer had low blood glucose event and they disconnected from the insulin pump and suspend delivery but insulin still continues to deliver insulin.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible over delivery, suspend anomaly, emergency medical services dispatched and was hospitalized for low blood glucose found on october 07, 2022. Also, on (B)(4) - customer returned insulin pump for an alleged high blood glucose found on (B)(6), 2022. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. Successfully downloaded history files and traces using thump. Successfully uploaded insulin pump to carelink. In further full review of the insulin pump history on the event date of october 07, 2022, there was no unexpected alarms/suspends noted and found bolus delivery of dailytotalofbolusinsulindelivered: (32.4 u). October 07, 2022 03:07:09.000 normalbolusdelivered (220) normalbolusamountprogrammed: 43000 (4.3 u) bolusamountdelivered: 43000 (4.3 u) october 07, 2022 11:15:47.000 normalbolusdelivered (220) normalbolusamountprogrammed: 55000 (5.5 u) bolusamountdelivered: 55000 (5.5 u) october 07, 2022 11:45:37.000 normalbolusdelivered (220) normalbolusamountprogrammed: 56000 (5.6 u) bolusamountdelivered: 56000 (5.6 u) october 07, 2022 12:08:39.000 normalbolusdelivered (220) normalbolusamountprogrammed: 66000 (6.6 u) bolusamountdelivered: 66000 (6.6 u) october 07, 2022 16:28:01.000 normalbolusdelivered (220) normalbolusamountprogrammed: 37000 (3.7 u) bolusamountdelivered: 37000 (3.7 u) october 07, 2022 17:58:03.000 normalbolusdelivered (220) normalbolusamountprogrammed: 67000 (6.7 u) bolusamountdelivered: 67000 (6.7 u) on october 07, 2022 00:57:40.000, the user suspended basal delivery. On october 07, 2022 03:03:52.000, the user selects resume basal delivery. On october 07, 2022 16:04:01.000, the user suspended basal delivery. On october 07, 2022 16:22:46.000, the user selects resume basal delivery. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Activated and then deactivated the suspend feature. Suspend delivery and resume delivery were activated. The delivery suspended successfully and delivery resumed successfully notifications displayed properly. Programmed the current time and date and set the auto suspend feature. The auto suspend alarm was turned "on" and programmed the time to 1 hour. Monitored the insulin pump for 1 hour and the auto suspend alarm feature is working properly. No suspend anomaly noted. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board1, electrical board2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (25.2 mv). The motor was tested outside of the device on the next generation pump stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucose and low blood glucose. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. Suspend anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Concomitant products have been provided with this report in section d10.